Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a routine office visit that this left ventricular (lv) lead exhibited high thresholds with intermittent loss of capture. The physician elected to surgically abandoned the lv lead and replace it during a routine generator change out. It was also noted that during the device change out under fluoroscopy it was found that the lv lead had pulled back into the superior vena cava. No additional adverse patient effects were reported.